Manufacturer narrative:
(B)(4). Proposed code, mechanical (g04), drill. G2: foreign, event occurred in switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the drill bit broke off approximately 10¿15 mm from the distal tip during drilling. The reporter attempted to obtain a photograph, but the drill bit had already been disposed of by staff. There was no impacts to the patient. Attempts have been made and no further information has been provided.